Event description:
The customer reported that during a vats lobectomy, the blade would not advance and the jaws were stuck after the third seal. The jaws were closed on tissue and were removed by an electric knife. Bleeding did not occur and there was no tissue damage to the pt.

Manufacturer narrative:
(B) (4). (B) (4). The sample has been requested, but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.